Event description:
It was reported that an infusion was programmed to deliver at a rate of 80 ml/hr, however, no medication was delivered to the patient (medication and programmed amount unknown). The customer stated that no fluid was being delivered because the blue slide clamp was closed. However, the pump did not alarm for an occlusion. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.